Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) with internal electrodes attached, the device failed to discharge. Complainant indicated that the clinician obtained another set of internal electrodes and another device to continue treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.